Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified brachial vein. A 5.00mm/50cm/2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 5 seconds. The balloon was then removed carefully from the patient's body. The procedure was completed with a different device. No patient complications were reported.